Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Customer reported that the most recent no delivery alarm occurred during bolus. Troubleshooting showed that the customer was using expired reservoirs. Blood glucose level was 300 mg/dl at the time of the call and was treated with a bolus. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened and or used reservoir was inspected for anomalies and none were noted. Occlusion test and manual prime was performed and reservoir was not occluded.